Event description:
The tip of the needle broke during the prcedure - about 6 mm was missing - unable to find the piece missing and therefore may have remained in the patient. The patient did require any additional procedures due to this occurrence. Fibroscopy pulmonary - scanner and radio: no trace of needle. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The complaint device reported is 1 x echo-hd-22-ebus-p with an unconfirmed lot # ((B)(4)). The customer's complaint issue was reported as follows: "the needle broke from the handle and would not retract, sticking out of the sheath. Used a new needle to complete the procedure." The echo-hd-22-ebus-p device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. The main component alleged to be involved in this complaint is (B)(4) (22ga ebus needle sub assembly). Echo-hd-22-ebus devices of lot numbers specified above include the affected component (B)(4) of lot # ch982957, ch1037636 or ch1039311, irs0095 undergoes fqc according to fqc0120. A review of the manufacturing records for lot # ch982957, ch1037636 and ch1039311 revealed no issues which could have contributed to this complaint report. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl (qsi0975 and fqc0228). As per qsi0975 all products and packaging are 100 percent inspected for visual irregularities such as holes, dents, kinks or tears. As per fqc0228, there is a check on each device to measure the needle extension and inspect it to ensure it is free from any damage/kinks. The needle tip and notch cut-out area is also inspected to ensure it is free form any damage. There is also a check to manipulate the handle to ensure smooth operation. A review of the manufacturing records for echo devices of lot #c989517 and c1044260 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0060-2 that accompanies this device instructs the user to inspect the device prior to use for any damage. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the physician used another new needle to complete the procedure. The patient did not experience any adverse effects due to this occurrence and after a pulmonary fibroscopy no section of the device showed up inside the patient's body. Complaints of this nature will continue to be monitored for potential emerging trends.